Manufacturer narrative:
X-ray inspection of the returned lead extension nm-3138-55 serial number (B)(6) revealed electrodes 1,6,7, and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. Bending the distal end could also cause cable fractures in the connector section of the lead extension. The broken cables are still contained inside the connector. A product labeling review identified that the device was used per the instructions for use IFU, additionally, it states take care not to bend or kink the proximal lead array, the stiff portion of the lead body adjacent to the array, or the lead extension connector during insertion.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on contacts 1, 6, 7, and 8 of the lead extension. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on contacts 1, 6, 7, and 8 of the lead extension. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well post-operatively.